Manufacturer narrative:
A partial lead with the distal tip measuring 54.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This is a follow-up report to address evaluation result for the event that took place in 2011, which was addressed in MFR # 2017865-2011-06229. It was reported that during a generator change out procedure, the inactive lead was electively explanted. The rv lead was capped in 2011 due to high impedance, increase in capture threshold and a decrease in sensing. The patient was stable before, during and after the procedure.